Event description:
It was reported that when a patient presented remotely via merlin.net transmission, post-paced t-wave oversensing issue was observed on the device. The patient did not receive therapy during the oversensing. Programming changes were made. No further information available.